Event description:
It was reported that a patient underwent a septoplasty in 2025 and suture was used. Towards the middle of the box the needles were coming off of the suture. Case was completed with the same box. No patient harm was reported. Nothing is available for return. No further information is available.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: ¿pc-001870888 captures the initial report for "an unknown number of septoplasty, towards the middle of the box the needles were coming off of the suture." ¿pc-001875330 captures the ambiguous multiple event report. - please confirm the number of patient-event affected by this alleged deficiency. - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If not, please create a new pc file for each patient-event. - when did the needle detach/pull off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please explain. - how many devices demonstrated the alleged deficiency? - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.